Event description:
It was reported that the leads and device were extracted due to infection. The patient will be monitored and a new system will be implanted when the infection clears.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.